Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented to the clinic on (B)(6) 2021 with episodes of post-sensed t-wave oversensing on their implantable cardioverter defibrillator. Programming changes were made on (B)(6) 2021 during the same in-clinic follow up, although programming was unable to cover all right ventricular lead noise. No further intervention was reported. The patient was stable throughout.